Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no fault found with the screen; programmer kept rebooting with a black screen and a system error. System fan is noisy (intermittent).

Event description:
It was reported the programmer screen was found to be "faulty" out of the box. When the programmer was turned on, it was just a black screen. The programmer was returned for repair. There was no patient involvement.